Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v098099, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information received reported that the patient had the MRI on their face and knee around (B)(6) 2014 and it messed up their programmer. The patient received a new programmer and their hcp turned it back on and everything was okay. The stimulation was on at the time of the MRI. The patient had memory problems and couldn't remember the guidelines that were reviewed with them during their last call and they just agreed to whatever the hcp said about the MRI.

Event description:
It was reported that the patient had an injury and had a fall in their concrete basement and they hit their face and left knee. The patient had to have x-rays and then their bone health care provider (hcp) did an MRI 4 or 5 days ago and 4 days ago the patient was told to get with their hcp to get their stimulator checked out. It was noted that the patient had the MRI on their knee and of their whole body and now they were not sure if it was working correctly. The patient needed the number of their hcp who did the implant and this hcp was closer. It was reported that the fall was a couple of weeks ago.